Event description:
It was reported that during the post-operative interrogation, the atrial lead exhibited non-physiologic noise, leading to ventricular safety pacing. An x-ray revealed that the atrial lead had dislodged into the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, and the inner insulation of the lead was observed to have blood ingression. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.